Event description:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device exhibited a cross mark. The device was evaluated at customer site by the philips asp. Based on the information available, the asp reran the operational check and rebooted the device to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we are unable to determine the cause of the reported issue. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp reran the operational check and rebooted the device to resolve the issue, the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.